Event description:
In 2006, this pt was implanted with a gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The following month, the pt presented with indeterminate endoleaks and slight aneurysm enlargement was noted the month prior to implant. On event date, a reintervention was performed to reline the gore tag thoracic endoprosthesis. Three medtronic talenttm abdominal stent grafts were implanted, and a completion arteriogram revealed complete exclusion of the gore tag thoracic endoprosthesis. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.